Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital initial reporter address: no. (B)(6). Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal release stent was to be implanted in the left principal bronchus to treat a 12-14mm in diameter and 30mm lesion length tracheal stenosis during a stent implantation procedure performed on (B)(6) 2024. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the stent did not fully deploy. The stent was removed from the patient partially deployed on the delivery system, and a different device was used to complete the procedure. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal release stent was to be implanted in the left principal bronchus to treat a 12-14mm in diameter and 30mm lesion length tracheal stenosis during a stent implantation procedure performed on (B)(6) 2024. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the stent did not fully deploy. The stent was removed from the patient partially deployed on the delivery system, and a different device was used to complete the procedure. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Initial reporter address: no. (B)(6). Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an ultraflex tracheobronchial stent was received for analysis. Visual examination of the returned device found the stent partially deployed. Functional inspection was performed by pulling the finger ring, and the stent was deployed without problems. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported event of stent partially deployed. Taking all available information into consideration, the investigation concluded that the reported event of stent partially deployed was likely due to factors encountered during the procedure such as lesion characteristics, handling of the device, the technique used by the physician (force applied), limited the performance of the device and contributed to the reported event. Therefore, the most probable cause of the reported event is adverse event related to procedure.